Event description:
It was reported by the patient that there is no power to the remote monitor and multiple outlets were attempted. A new power cord will be sent to patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.